Event description:
It was reported that patient experienced infection and dislocation approximately 3 years post implantation. Unknown medical intervention was performed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 6276-1-225, stryker restoration stem, unknown lot. 6276-7-116, stryker restoration stem, unknown lot. 6570-0-232, stryker biolox delta, unknown lot. Unknown cup, unknown part and lot. 3 unknown screws, unknown part and lot. Report source italy. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted liner with minimal wear and slight discoloration identified. No further evaluation can be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. No problem was found with the device in relation to the reported infection after review by a hcp. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. A summary of the investigation was sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.